Event description:
Pm cycles off and on by itself; r on t-wave resulting in vf when pm first turned on. When changing battery, device defaulted to asychronous mode and took 20 seconds to turn off. Follow up determined there was no patient complications related to the event.